Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's stimulation wasn't working- it was alternating between very weak and shocking them. They attempted to increase stimulation and it showed them a "setting not available" message. The patient was advised to follow up with their healthcare provider to check their implant. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the patient was sitting at home and moved and felt a powerful shock. The rep ran an impedance check and noted the right lead had contacts with high values and the system said to avoid 8, 9, 10, 12, 13, 14. The impedance alert said do not use contact 11. The rep programmed to not use these contacts. No further complications were reported.